Manufacturer narrative:
The investigation was completed by our experts. An in-depth and verifiable analysis of the reported issue was not possible as neither a log file nor other necessary information was available. The examination control console (ecc) cable was exchanged one day after the incident. According to the error description, however, the ecc cable did not contribute to the failure. However, the reported error has not reoccurred. Due to the lack of information, the issue was evaluated based on the available data and expert opinion. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
7/19/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q floor system. An unstable stemi (st-elevation myocardial infarction) patient was admitted to the hospital. The patient was taken to the angio exam room, however, prior to starting the examination it was discovered that no images were visible, and the patient table could not be moved. After the reboot the system would not start. The patient was moved, and the procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.